Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer (B)(4) for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the procedure the articular surface cracked. No pieces of the instrument fell into the patient and the procedure was completed without any further issues. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment and receipt of the device, it was identified that no adverse event was reported and the issue has not been previously reported to have caused a serious injury. The device was not fractured, as reported. The report should be voided.